Event description:
The event is reported as: the connector on the endobronchial tube broke without any force or any manipulation. No pre-test was carried out. No intervention reported. No report of pt injury.